Event description:
Hill-rom received a report from the account stating the brakes were not working. The bed was located at the account in room 5. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the right head caster broken and not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right head caster to resolve the issue. Based on the info, no further action is required.